Manufacturer narrative:
(B)(4). Method: lens work order search. Results: a lens work order search was performed and no similar complaint was found within the same work order. Conclusions: based on the complaint work order search, a specific root cause of this event could not be determined. (B)(4).

Event description:
The reporter stated the surgeon used an cc4204a collamer aspheric single piece lens. The lens foot plate haptic got stuck in the cartridge and tore while advancing the lens in the injector. There was no pt contact. Another same model and diopter size was implanted. No lot numbers were provided.